Event description:
It was reported that during an interventional procedure, the spartacore guidewire was advanced to the lesion without resistance. Upon removal of the device it was noted, under fluoroscopy, that the tip was stretched. There was no resistance upon removal of the device. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided. The device was returned and analysis revealed that the core and coils were separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed; additionally, the core and coils were noted to be separated. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.